Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that both the main printed circuit board assembly (pcba) and the drawer controller board were defective and required replacement. A field service engineer replaced the entire half height drawer with a new unit. After the replacement was completed successfully, the medstation functioned perfectly. Both the medstation and the half height auxiliay drawers 5.1 and 5.2 were confirmed to be in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.